Event description:
During colostomy reversal procedure covidien tri-staple 31 medium thick misfired. Instrument was renowned from service, surgeon closed with manual suture. No patient harm. FDA safety report ID # (B)(4).